Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a brachial artery access approach during a procedure of the mildly tortuous, mildly calcified, superficial femoral artery (sfa) above the inferior epigastric artery (iea), a 0.035 non-abbott guide wire was placed and the 5.0 x 40 mm fox plus balloon dilatation catheter (bdc) was advanced 2-3 cm over the guide wire but the bdc met resistance and stopped and could not be advanced further. The two devices were removed together as a system from the anatomy. A new brachial artery access site was made and a new non-abbott j-shape guide wire was placed and the same 5.0 x 40 mm fox plus bdc was advanced but again met resistance, stopped and could not be advanced more than 2-3 cm over the guide wire; the two devices were removed as a system from the anatomy. A new brachial access site was made and a different 0.035 non-abbott guide wire and a different fox plus bdc were used without issue in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: boston scientific v18; terumo 0.035; barth j-guidewire. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.